Manufacturer narrative:
The user facility reported that the ceiling wiring to the monitor was observed with a loose contact in the tower area with no visible damage. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image failed during an "examination." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned from the facility and the phenomenon was not duplicated. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.